Event description:
It was reported that the previously working remote monitor did not respond when the start button was pressed. The attempt to reset it by unplugging it and replugging it in was not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.